Event description:
Reported events of seroma, mycobacterium abscessus, "band erosion", "caseating granuloma", abdominal pain, ascites, and inflammation within one pt from journal article: "mycobacterium abscessus peritonitis associated with laparoscopic gastric banding", bmc infectious disease, (2013 jul 15) vol. 13, no. 1 , pp. 323. Electronic publication date: 15 july 2013.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The product associated with this report will not be returned. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore, no analysis on testing hs been done. Necrosis, erosion, infection, irritation/inflammation, pain, and ascites are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of necrosis, abdominal pain, and infection as follows: there were add'l occurrences of these events that were considered to be non-serious. Other adverse event considered related to the lap-band system that occurred in fewer than 1% of subjects included: gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury, and wound infection. "Infection can occur in the immediate post-operative period or years after inserted of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the reported event of erosion as follows: caution: the band should not be sutured to the stomach. Suturing the band directly to the stomach may result in erosion. Caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract. Caution: over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation. Caution: anti-inflammatory agents, which may irritate the stomach, such as aspirin and non-steroidal anti-inflammatory drugs, should be used with caution. The use of such medications may be associated with an increased risk of erosion. Device labeling addresses the reported event of irritation/inflammation as follows: contraindication(s): the lap-band system is contraindicated in: pts with inflammatory diseases of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as crohn's disease." "The material in this device has been shown in biocompatability studies to cause slight irritation in intramuscular implantation in animal models."